Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet insulin pump was dropped at a sporting event, resulting in a cracked screen that prevented meal announcements while the device continued basal and correction insulin dosing. Symptoms included none and blood glucose reportedly remained unaffected. Outcomes included use of backup therapy until a replacement arrived and continued cgm monitoring via the dexcom app or receiver. Investigation included customer service assessment, verification of shipping and return logistics, and data management guidance. Investigation of this device revealed physical damage to the pump¿s display assembly consistent with accidental impact, without associated alerts or dosing malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage unrelated to device manufacturing or design.